Event description:
Country of complaint: (B)(6). The package was not sealed properly. This defect in the packaging unfortunately was not detected until the moment the end user wanted to use the hip endoprosthesis. In the surgery, originally, the nk444s was planned to implant but upon opening the box the nk444s fell out onto the floor, so that the doctor could no longer use the implant. The doctor decided to use the nk445s but once again, sealing sterile packaging was open allowing the tip of the hip endoprosthesis nk445s to be exposed. Due to these events, the surgery that was planned to last 1.5 hours; however, ended after 3.3 hours. Unfortunately, the end user did not confirm which item was implanted in the patient.

Manufacturer narrative:
This item is not distributed in the united states; however, aesculap does distribute similarly packaged items. No adverse events have been reported by us customers due to similar packaging inconsistencies. Manufacturing facility reports no other complaints with nk444s and nk445s. The foil used for packaging belongs to an old state (version). The packaging process has been improved and is validated. The new sealing process has led to more robust packaging.